Event description:
Pt was having a stress echo test. She just finished on the treadmill and the nurse pushed the emergency stop button to stop the treadmill so the pt could be moved quickly to the bed for the echo. The treadmill did not stop so the nurse pushed it again several times. The pt fell onto her knees and caught herself with the rails of the treadmill. Nurse stated she pushed button approx 6 times before treadmill stopped. Nurse was also injured trying to catch pt. MFR was called immediately. It was discovered that the electrical plug was part way out of its connector when pushed back in, the emergency button worked properly. There is nothing to lock the plug in place and keep it from working out again.